Event description:
The caretaker of the nursing home in which the pt resides called the hearing aid dispenser when he noticed a peice missing from the pt's hearing aid. The hearing aid dispenser referred the pt to a dr who removed a piece of the hearing aid shell with tweezers. There was no other injury reported.